Manufacturer narrative:
Per the tandem user guide, "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge, and air bubbles were observed in the infusion set tubing. In addition, the customer reported insulin did not fill the tubing during the load fill tubing sequence. Reportedly, the customer used off label insulin. The customer was educated on cartridge and insulin labeling. There was no adverse impact to the customer's blood glucose level. Reportedly, a new cartridge was loaded to address the issue.